Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing that was noted on current and stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.